Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2011 and suture was used. It was reported that the needle broke during use. The needle was removed from the patient during the same procedure.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. The customer reports the following possible batch number:batch cj2460 mfg date: 08/01/2010, exp date: 07/31/2015in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.